Manufacturer narrative:
(B)(4).

Event description:
It was reported through clinical trial that patient's hospitalisation was initiated/ extended and that medication therapy was administered due to pulmonary embolism. Severity was deemed as moderate and this event was marked as procedure possibly related, device non-related. Patient is recovering.

Event description:
It was reported that patient was re-addmitted with a cva and then discharged to another hospital. During a phone call the surgeon became aware that patient died during her stay at the hospital to which she was discharged. Cause of death is unknown.

Manufacturer narrative:
A correction based on additional, corrected information received.